Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was rescheduled. An angiojet zelante catheter was used in a thrombectomy procedure. During preparation, it was noted that check saline supply error occurred and pump was leaking saline. The procedure was rescheduled for the following day. There were no patient complications reported.